Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to have delivered inappropriate therapy, and an inappropriate shock for atrial fibrillation with rapid ventricular response. The patient had many uncorrelated beats, but the qrs complex resembled the presenting egm (electrogram) for shock. Technical services were consulted for further review. It was discussed that the uncorrelated beats were due to the high rate or being in the vf (ventricular fibrillation) zone. Some slower beats were also uncorrelated because the rhythmmatch setting was at 94%. It was recommended to lower the rhythmmatch to 90% might mark more beats as correlated. However, the therapy's appropriateness is questionable since the heart rate was extremely high, averaging 275 bpm just before the shock. The final decision on the therapy's clinical appropriateness is left to the clinic. This device remains implanted and in service. No adverse patient effects were reported.